Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported failure mode as the instrument does not contain any drive cables. The instrument uses a push pull rod as the mechanism to open/close grips. The grips do not open/close properly when input is manually rotated. Engineering evaluation also found that the distal end of the main tube is broken at the interface with the tan colored clevis. The broken piece remains installed below the clevis surface. The tube is no longer one rigid piece due to the breakage, which causes grip and clevis assembly to move in and out when input disc is rotated. As a result, the end of the tube no longer provides a hardstop and grips do not open/close properly. Engineering concluded that the damage is likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that prior to starting a da vinci si surgical procedure, the cable on the hem-o-lok medium-large clip applier instrument was observed to be broken.